Event description:
Weak coag during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method and results: disposable not being returned for evaluation. (B)(4).